Manufacturer narrative:
Ge field engineer (fe) evaluated the system and found that table motion occurred when the up/down pedal did not lock up after it was released. The fe adjusted the pedals, and verified that the table locks were performing according to specifications.

Event description:
The site reported that the table locks did not actuate, causing the tabletop to move in two axes without resistance. The site discovered the issue while setting up a patient. There was no injury reported. This situation could potentially contribute to a serious injury if a patient were to become unsteady and fall.